Manufacturer narrative:
Additional patient information: patient height reported as 5 feet 11 inches. The patient began reporting symptoms of pain on (B)(6) 2015, but is unknown when the reported rod broke. This report is for an unknown quantity of click¿x 3d-heads. A possible part number of 498.571 has been provided. Potential part 498.571 - ti 3-d head for ti click'x® screws. Additional product codes for this report include: nkb, mnh, kwp, and kwq. It is unknown if this device was implanted during the original procedure on (B)(6) 2007 or during the first revision/extension procedure on (B)(6) 2015. A revision/explant procedure (due to the broken rod) has not been performed at this time. A possible 510k number is k082572. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient began feeling and hearing a popping in the lower back on (B)(6) 2015. The symptoms reportedly began while the patient was sitting in a chair and leaning forward towards a computer. X-ray images and CT scans taken on (B)(6) 2015 revealed that a left-sided click'x rod had broken. The patient reported that the lower back pain, which radiated into both legs, had been an issue since (B)(6) 2015. There is currently no revision surgery scheduled. No additional information was available. This report is for an unknown quantity of click'x 3d-heads. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Corrected data: the patient began reporting symptoms of pain on (B)(6) 2015, but is unknown when the reported rod broke. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information indicates that the date of feeling and hearing a popping in the lower back and start of pain was (B)(6) 2015 and that an x-ray and MRI confirmed the broken rod.